Event description:
Per rn notes, ¿writer confirmed that medication (5-fu) from home infusion pump completely infused. Pump completed medication approximately 3 hours prior to scheduled completion. Patient states her pump alarm began before 7 am this morning. Patient called (B)(4) who attempted to troubleshoot the issue, but advised her to call the clinic to come in earlier than her appointment today to investigate the problem. Upon arrival, writer confirmed that all of the medication had been infused, and as far as can be determined, completed 3 hours earlier than it should have. The pump was set up with the correct rate and volume. This issue was forwarded to our pharmacist and nurse educator for further investigation¿. (B)(4) (distributor for moog).